Event description:
It was reported that the ventilator generated a continuous alarm. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. No ventilator logs were provided. Customer declined the quote. Information about the current status of the ventilator has not been provided. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).